Event description:
It was reported that the patient had been feeling a burning sensation on/off since (B)(6) of 2015. Since (B)(6) of 2015 she felt a little ¿out of whack,¿ and her leg felt ¿out of whack.¿ the patient used a low frequency and was still able to adjust stimulation. The patient thought the wave patterns may have shifted a little. The patient further noted that the manufacturer¿s representative (rep) told them that the implantable neurostimulator (ins) may be loose due to the patient losing so much weight. In 2014 the patient lost weight in about a year¿s time of about 70 pounds. The ins was very close to her skin. The patient later reported that they were having surgery on (B)(6) 1st to replace their current system with a new system from the manufacturer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product d: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3550-09, lot# n0024437, implanted: (B)(6) 2005, product type: accessory. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3988sbl, lot# n25391, implanted: (B)(6) 2001, product type: lead. (B)(4).